Event description:
Event description guidant received information that that this ventricular lead had high pacing thresholds. The patient complained of being light headed when he yawned. When the patient yawned, loss of ventricular capture was noted with the pacemaker programmed to 5.0 volts @ 1.0 msec pulse width. The patient was pacemaker dependent. When ventricular output was programmed to 6.5 volts @ 1.0 ms pulse width there is no loss of capture.